Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when implant was opened it was realized that the plastic was cracked and the inner sterile barrier was compromised."